Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -16.0 diopter into the patient's left eye (os) on (B)(6) 2021. Reportedly, the lens was exchanged on (B)(6) 2021 with a same size different model lens due to refractive surprise. The problem was resolved. The cause of the event is reported as unknown. Reportedly the lens was replaced with a ticl vertically placed.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaints reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #(B)(4).

Manufacturer narrative:
H3 device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the returned lens did not meet original values measured at the time of manufacturing. Functional inspection found the lens to be within specifications. Claim # (B)(4).